Manufacturer narrative:
Additional information was received: the erroneous results were reported outside the laboratory. It was unknown if the patients were adversely affected.

Event description:
The user received questionable creatinine plus results for two patient samples. Patient sample 1 initial result was 233.1 umol/l and the repeat result was 100.1 umol/l. Patient sample 2 initial result was 320.2 umol/l and the repeat result was 81.7 umol/l. No information was provided to determine if the erroneous results were reported outside the laboratory or if the patients were adversely affected. The creatinine reagent lot number was 650047 with an expiration date of 06/30/2012. The user stated the problem was with the sample probe.

Manufacturer narrative:
The investigation could not determine a specific root cause. The reaction kinetics did not show turbidity or a jump after the r2 reagent pipetting, therefore a sample carry-over was suspected and was an isolated occurrence. A recommendation was made for the strict performance of daily maintenance and decontamination of the system. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).